Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: tip broke off device. Probable root cause: non-conforming component, poor assembly process, misuse. Use error. (B)(4).

Event description:
It was reported that the tip broke off of the device. The tip was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the tip broke off of the device. The tip was retrieved and the procedure was completed successfully.